Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determinesource: phone.

Event description:
One discordant negative sofia sars result when compared to pcr during an evaluation study. Symptomatic patients (any days post onset of symptoms) from the ed were used in the study. Additional mdrs will be filed for each separate patient event.